Event description:
The patient reported that the day prior to the report they were fine, then they were suddenly going to the bathroom every 15 minutes. They initially thought the implantable neurostimulator (ins) battery was depleted. It was noted that the patient took melatonin last night to get sleepy, so they would not have to be in the bathroom so much. They mentioned that previously when they noticed symptom return, they had gone to the healthcare provider (hcp) to find that they had a urinary tract infection (uti). They wondered if they could have a uti. During the call, it was confirmed that the patient was able to feel stimulation in the correct area. The patient stated that the ins was usually set at 2.9 or 3.0v since higher settings were too high for them. It was indicated that after the symptom return, they patient had increased the stimulation to 3.2v. During the call they increased to 3.4v, and felt stimulation comfortably. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. There were no circumstances that led to the previous return of symptoms/uti and the current return of symptoms. The steps taken to resolve the previous return of symptoms/uti and the current return of symptoms were the patient saw their doctor and was put on an antibiotic for the infection with trace of blood (50% blood is "found" in the past few years. When asked the history of urinary tract infections (uti) prior to and since implant, patient responded with, "too many to go back and find." No further patient complications have been reported as a result of this event.